Manufacturer narrative:
Device evaluated by MFR.: the device returned inside the catheter. The visual and tactile inspection was performed. The wire was removed from the catheter and presents the body kinked and fractured. Moreover, the distal section of the wire was not returned. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-03881. It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire were selected to treat the target lesion. When the device was turned on, the burr snapped the wire in two outside of the patient. The fractured wire was removed from the patient and replaced with another device. The procedure was completed successfully with no patient complications reported.

Event description:
Same case as: 2134265-2014-03881. It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire were selected to treat the target lesion. When the device was turned on, the burr snapped the wire in two outside of the patient. The fractured wire was removed from the patient and replaced with another device. The procedure was completed successfully with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).